Event description:
A hole in the pump segment tubing of the cycler set which resulted in a leak. The hole was noted approximately six hours into the pt treatment. As a result, the treatment was discontinued and therapy was completed with new supplies. The reported incident occurred while the pt was hospitalized for an unrelated issue. Per hospital procedure, an effluent cell count and culture were collected and the pt was diagnosed with peritonitis in 2003. The effluent culture results indicated staph aureus and the effluent cell count revealed 7 wbcs, 21 lymphocytes, 52 monocytes and 27 polys. The pt was initially treated with ip ceftazoline 250mg/l and ip ceftazidime 125mg/l. Based on the culture results, the ceftazidime was discontinued in 3 days later. The pt was discharged from the hospital the following day. Production records for lot h01i26104 were reviewed and no aberrances were noted. Follow up information was received in 2004. The rn reported that the pt was seen at the clinician in 2004 for follow up and the exit site was cultured. The exit site culture revealed staph aureus and enterobacter coagulase, thus the ceftazidime 125mg/l ip was resumed. Per the rn the pt is doing fine and will continue on ceftazidime 125mg/l ip and ancef 250mg/l ip at bedtime through 2004.